Manufacturer narrative:
(B)(4).

Event description:
It was reported "after placement, the pump was withdrawn with the helium line bleeding back during operation, and after the balloon was withdrawn, the apical end of the central lumen was found to be fractured and torn." The catheter was not replaced. No patient injury or consequence reported. Patient's current condition reported as "fine".

Manufacturer narrative:
(B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The teflon sheath was on the iabc. The iabc central lumen was noted broken at approximately 62.0cm from the iabc distal tip. The iabc central lumen was also noted broken within the flex-tip assembly area at approximately 5.2cm from the iabc distal tip. A bend was noted to the iabc at approximately 38.4cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the bladder. No obvious blood was noted within the helium pathway; the catheter was likely cleaned prior to return. The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0063in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The results are consistent with the previously noted broken central lumen. The iabc was leak tested and a leak was immediately detected from the iabc bladder, distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The leak from the iabc bladder was noted at approximately 5.2cm from the iabc distal tip; the leak site is consistent with contact from the damaged/broken central lumen. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance at approximately 5.1cm, which is the location of the damaged/broken central lumen. The guidewire was able to advance but then met resistance and could not advance at approximately 38.3cm from the iabc distal tip. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 9.0cm from the iabc luer end. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab blood in helium pathway is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken in the flex-tip assembly area near the iabc distal tip. Another break in the central lumen was noted near the proximal end (bifurcate) of the iabc. Also, the bladder was noted damaged by the broken central lumen near the iabc distal tip. It could not be confidently determined which damage occurred first, but either damage can result in blood entering the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however , the specifications were not met during the complaint investigation due to the damaged catheter. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after placement, the pump was withdrawn with the helium line bleeding back during operation, and after the balloon was withdrawn, the apical end of the central lumen was found to be fractured and torn." The catheter was not replaced. No patient injury or consequence reported. Patient's current condition reported as "fine".